Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the debris at nozzle is cause not established and the most probable cause of the pinhole at adhesive light lens and no ke45 (thixotropic adhesive) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited no ke45 (thixotropic adhesive), pinholes at adhesive of light guide lens and debris at nozzle. There was no patient involvement.